Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive results for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer was conducting a verification study and this sample came from a patient admitted to the hospital after showing symptoms for 2 weeks.